Manufacturer narrative:
H.6. Investigation: both picture and physical samples were returned for evaluation by our quality engineer team. The two physical samples returned were visually inspected and no signs of loose foreign matter or particles were identified. A cotton swab test was then performed to obtain an objective comparison between the affected samples and other ¿normal product.¿ a cotton stick was rubbed several times along the cannula surface. The returned samples displayed practically a complete lack of residue compared to other needles tested from previous lots and competitors. The needle points were also microscopically examined and no issues were detected. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that a black spot of "silicone" was found at the injection site after using the needle 25ga 1in for a demonstration. The following information was provided by the initial reporter, translated from japanese to english: "the customer uses this product for covid vaccination. According to the customer's report, something like small black spot was observed at the injection site after injection. It seems to be silicone. This was found during demonstration and the product has not yet used for human recipients.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a black spot of "silicone" was found at the injection site after using the needle 25ga 1in for a demonstration. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid vaccination. According to the customer's report, something like small black spot was observed at the injection site after injection. It seems to be silicone. This was found during demonstration and the product has not yet used for human recipients."